Manufacturer narrative:
Findings: pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 700 mg/dl. The customer was admitted to the hospital. Customer was running high since saturday night. The customer called the doctor and was instructed to give himself a manual injection and at that time he started to vomit so the doctor sent him to the hospital. The customer pump was off thru the night and into the morning. Customer was wearing the pump at the time of emergency room visit. The customer was able to perform high pressure test and passed. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to follow up with health care provider concerning unexplained high blood glucose.